Event description:
After surgery, electrosurgical grounding pad was removed. A small area of petechia was discovered, an area approx 1/2" wide and 3/4" long in middle of thigh where pad was located. The grounding pad and hand-control were saved. An incident report was filed. Biomedical engineer was called. Unit was taken out of svc. No problem was found with unit's operation. MFR was called by biomedical engineer. Unit was sent to MFR for further inspection. Grounding pad was also sent.